Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer was unsure if the occlusion alarms impacted blood glucose (bg) level. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. In addition, the customer reported a cartridge alarm 1. The customer's bg level was impacted (300 mg/dl) due to the cartridge alarm 1. The customer deliver a bolus to stabilize blood glucose level. The customer stated to have noticed a very minor leaking from the fill septum of two cartridges. Cartridges were discarded by the customer.